Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction surgery + meniscus repair surgery, the t2 got stuck in the tip of the needle of the ultra fast-fix and could not be deployed after t1 implantation. T2 and t1 were removed from the patient by cutting the sutures short. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during an acl reconstruction surgery + meniscus repair surgery, the t2 got stuck in the tip of the needle of the ultra fast-fix and could not be deployed after t1 implantation. T2 was removed from the patient by cutting the sutures short. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction surgery + meniscus repair surgery, the t2 got stuck in the tip of the needle of the ultra fast-fix and could not be deployed after t1 implantation. T2 and t1 were removed from the patient by cutting the sutures short. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed two insertion devices were returned in the same original packaging with the batch number of the complaint on the label. The t1, t2, suture, and depth straw were not returned for device one insertion device. The tip of the needle is deformed. The second insertion device had the t1 and suture were off the needle but still attached to the t2 which has been off the needle and its proximal end stuck back into the needle channel, the knot has not been tightened down. The variable depth straw was not returned. Bio debris is present. A functional evaluation could not be performed either device due to device one's implants were not returned and device two's implants have already been deployed. An analysis of the customer provided image found the device lying on a table. Neither the suture nor the anchors are shown in the image. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time. H11: corrected information in h6 (health effect - impact code).